Event description:
A consumer reported receiving impecise sequential readings on sof-tact blood glucose monitor. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the differance in values to be clinically significant. There was no report death, serious injury or mistreatment associated with this event.